Event description:
It was reported that a one-link catheter extension set would not prime. This occurred during priming in the same day surgery department. The reporter stated that solution was not flowing from the unspecified primary set into the extension set. The reporter further stated that the extension set was disconnected and then reattached, and still would not prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The exact lot number of the device was unknown; however, the customer reported two potentially associated lot numbers. Lot number ur14h12051 was manufactured on (B)(4) 2014. Lot number ur14i29145 was manufactured on (B)(4) 2014. The expiration date for ur14i29145 is 09/29/2019. The expiration date for ur14h12051 is 08/12/2019. The sample arrived out of the pouch for evaluation. Visual and microscopic inspection was performed and noted no issues. Functional testing was performed by attaching the unit to an in-house primary set, which was spiked into an in-house solution bag containing distilled water at the male luer. The setup was then primed and checked for flow and leaks and no defects were noted. The reported condition could not be verified. A batch review was conducted for both lot numbers ur14h12051 and ur14i29145 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.